Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the stent was a solitaire platinum sfr3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on (B)(6) 2025, the subject underwent mechanical thrombectomy for treatment of a right middle cerebral artery (mca) m1 ischemic stroke. On the 24-hour post operative imaging, and new infarction in the left anterior cerebral artery (aca) territory was seen by core lab. The site has been queried to review and report as an adverse event. There was no alleged product issue. It is unknown if there were any patient symptoms of complications associated with this event. Patient's medical history includes hemorrhagic stroke, hyperlipidemia, hypertension, ischemic stroke, tia. The patient was undergoing mechanical thrombectomy for treatment of acute ischemic stroke. The access vessel was cervical. Ancillary devices include a stent retriever lot: b8046113.